Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator malfunctioned during the power on self test and locked up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se tried to power the unit on and error codes were generated in the logs. The se performed the extended self-test (est) and the unit passed. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.